Manufacturer narrative:
Product analysis #: 250289860: two still images were received for analysis. From the images provided it appears a kink is evident on the catheter on the secondary segment of the distal curve. It is not clear from the images provided whether there is any other damage to the catheter. Product analysis #: 252282311: received for analysis was one 7f sherpa guide catheter. The 0.035¿ wire used during the procedure was not returned. Kinks were noted along the full length of the shaft, located approx. 15, 19.5, 26-28, 36.5, 40.5, 55, 72.5, and 77cm from the strain relief. A kink was noted on the distal curve approx. 95.5cm from the strain relief. A kink was noted on the secondary segment of the distal curve located approx. 97cm from the strain relief. The braiding was exposed at this kink site. The ID measured 0.080¿ meeting specification of 0.080¿ +/- 0.001¿. The od measured 0.093¿ meeting specification of 0.094 +/- 0.001¿. An attempt was made to load an inhouse 0.035¿ wire through the catheter, and the wire could not advance past the first site of deformation. If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was used during a procedure. No damage was noted to the protective package. No resistance was noted while removing the device from packaging. The device was not inspected after removal from packaging. Force was not used during the insertion/delivery of the device. Resistance was felt when attempting to insert a 0.035 guidewire through the sherpa. It was reported that the device was kinked between the secondary and primary curve in the mid tone blue (at end of dark blue and beginning of next shade of blue. The device was removed when the resistance was felt. The device was used in the patient. No patient injury was reported.